Event description:
Hernia repair mesh came unattached at my umbilicus while rolling over in bed. Also while sitting, bending, tying my shoe. After effects being extreme pain when bending over or twisting. Imaging showed no issues with my mesh yet, I was in extreme pain. If you cant see the complications with mesh after inserting it in someone, it should not be used. FDA safety report ID# (B)(4).